Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) lead into the header of the pacemaker and found it was a tight fit. The lead was able to be fully inserted by pushing the lead harder into the header. At the post op check all measurements were fine. The lead and pacemaker remain in service and no adverse patient effects were reported.